Event description:
General report of disconnection of IV tubing sets. Report rec'd from abbott international affiliate, abbott france, states "disconnection of different parts of the sets, probably by lack of solvant at the level of the sight chamber and the y injection site." No further info is available. Add'l info has been requested, but no info has been rec'd.